Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
Motor error alarm during rewind due to jammed gearbox. Unable to perform displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test due to jammed gearbox. No cosmetic damage noted.